Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that perforation was suspected. Post implant, the patient was driving back home and had pain. At follow-up, there was no diaphragmatic stimulation seen, but the rv threshold was elevated. The patient was sent to the va hospital. X-ray was inconclusive. The physician determined that it was a perforation and repositioned the lead.